Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during re-processing, it was observed that the attachment device detached from the drill while in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter detaches from the drill was confirmed. It was further determined that the device failed the nose tube assembly assessment and the vibration assessment. It was also observed that the loctite and nose tube were worn out causing it to become loose and the bearings are worn out causing vibration. The front end nose tube assembly was coming apart (loose) while running the attachment due to a breakdown of the loctite from normal use. The bearings in the nose tube are worn out from normal use which caused the excessive vibration. The issue with the worn out bearings is consistent with normal wear over time. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.